Manufacturer narrative:
Correction: d3. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: cp pump sn: (B)(6) returned. The cp pump was returned but the pump cannula was cut. Visual inspection showed some slime yellow material/biomaterial around the impeller. No other bearing wear issues seen as there was no large purge gap. The saturated flow/suction issue reproduction could not be done since the pump was cut. Saturated/high pump flow: data logs were not returned. As per clinical it was reported for saturated flows with dampened mc waveform and mc spike was seen. Device was explanted and thrombus was seen after pump cannula was cut. The cause of saturated flow is likely due to biomaterial based on product evaluation and clinical. Pump suction: data logs were not returned. It was reported for suction on p-2. Later saturated flows and biomaterial were confirmed. But no other info on suction resolution. The cause of pump suction is not determined since no logs was returned and product analysis is inconclusive. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1970192. Device history batch: subcomponent lot: n/a. Device history review: the pump sn passed: (B)(6) all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. While in the ICU, the patient¿s nurse reported that the impella device began suctioning. Upon entering the room, the console was alarming for suction on p2. Cvp was 21, and pump flows were 0.9 lpm with max/min flows of 1.0/0.8 lpm. Dr. Arrived at the bedside and performed a transthoracic echocardiogram (tte), which showed the impella positioned deep. The device was retracted by 3 cm, but waveforms did not change. Motor current was dampened at 341/319. The time scale was then set to 5 hours, at which point a spike in motor current was observed. The team suspected thrombus ingestion within the pump. The patient was transferred to the cath lab, and the impella was successfully exchanged for another cp device. At the end of the case, the interventionalist inspected the malfunctioning impella. The cannula was cut just below the outlet, revealing biomaterial occluding the proximal portion of the cannula. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.